Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID 3889-28 lot# va0qpv7 serial# implanted: (B)(6) 2015 explanted: (B)(6) 2016. Product type lead: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient's symptoms came back after they were implanted. The implant and lead were removed and replaced on the day of the report and the issue was resolved. There were no device issues reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider reported that the cause of ins replacement and lack of therapy was due to dead battery. Patient had lead revision due to return of symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) applies to the lead only, (B)(4) applies to the ins only. (B)(4) applies to the lead. (B)(6)applies to the ins fdm codes apply to both the lead and the ins.

Event description:
Device analysis.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0qpv7, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information was received from a consumer. It was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times. The ins replacement in this event is one of the four referenced. No further complications were reported/anticipated. In MFR #3004209178-2017-06372 the following information was reported: ¿it was reported that the patient experienced a loss or change of therapy. The patient had no improvement in symptoms since about a year and a half after the first implant in 2011. The patient has had their ins replaced four times.¿ additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. In MFR #3004209178-2017-06372 the following information was also reported: ¿in (B)(6) 2016, the ins was moved to the right side. The patient had not been told why therapy was not working. It was reported the patient spoke with a manufacturer representative on (B)(6) 2017 and was instructed to turn the ins off for 4 days. The patient would like to know if they should turn it on. It was reported symptom control was not 50% or better. The patient was advised to contact their doctor. No further complications were reported/anticipated.¿ additional review indicates this information does not pertain to this manufacturer's report. Any additional information related to this previously reported information will not be reported in this report. The ins replacement in this event is one of the four referenced. Refer to manufacturer reports #3004209178-2012-09667, #3004209178-2017-06564, and #3004209178-2017-06373 for details pertaining to the other referenced ins replacements.